Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Correction information is that the device was not returned to the manufacturer, the field service engineer went on site for it. The device history record review confirmed that device conformed to specifications when shipped. The device was not repaired in the last year. Repair of the device was performed in the past four years. Root cause of the cracks found in the lid of the washer in the left rear corner and in the screw mounting holes could not be conclusively confirmed. Neither the design nor structure of the device could be confirmed to contribute to it. Likely cause of the issue based on past investigation experience, are: lid closed while connecting tube is placed on the basin. Lid closed while something hard, such as a scope, is placed on the retaining rack. Lid closed while washing case being placed obliquely at the retaining rack. Chemical stress occurred by insufficient removing chemical fluid, which had been placed at the left rear corner of the lid. Excessive contact between water supply hose connector and the screw mounting holes. Normal wear and tear caused the event. Instructions for use (IFU) states as follows: warning - reprocessing operations: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Manufacturer narrative:
There is no additional information for this event as yet. Supplemental report(s) will be filed as the information becomes available. The device manufacture date is not known. This issue of the device was observed prior to the field service engineer executing a preventive maintenance service. Cracks were found in the lid of the washer in the left rear corner and in the screw mounting holes. The plastic lid insert was replaced during the execution of the preventive maintenance. Equipment repaired and verified according to original equipment manufacturer instructions. Equipment passed the electrical safety test. Software attributes were verified and confirmed.

Event description:
Prior to starting a preventive maintenance, the field service engineer found cracks in the lid when inspecting the washer. There is no patient involvement.